Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient received two leads, supra-orbital placement (off-label), from the same lot number. It was reported the patient was not feeling any stimulation therapy from her scs system. A sjm representative met with the patient and diagnostics testing indicated the patient's scs system amplitude could not be increased. The representative reprogrammed the scs system and stimulation was recaptured, however, the issue reoccurred. Additional diagnostics revealed the patient¿s leads had high impedances. The patient¿s leads were explanted and replaced. Stimulation therapy was reportedly restored postoperatively.